Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, high capture threshold and high pacing impedance were noted on the right ventricular (rv) lead. No intervention has been conducted at this time but lead revision is anticipated at the next in-clinic follow up. The patient was stable with no consequences.

Event description:
Additional information was received that the pacing impedance was out of range on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.